Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the event on the same date. Four days after being admitted to the hospital, pd therapy was discontinued and the patient was switched to hemodialysis (hd) due to the peritonitis event. The patient was hospitalized for the event for nine days. Treatment was not specified. It was reported that the patient was recovering. Additional information was requested but is not available. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13d02094 and h13e02059 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The klebsiella peritonitis was manifested by abdominal pain, vomiting and nausea. The patient was hospitalized one day after the onset of peritonitis (previously reported as being hospitalized on the same day). The peritoneal fluid was also pale yellow and cloudy. The patient was initially on vancomycin, zosyn and levaquin and then transitioned to levaquin for 14 day course. The patient was discharged from the hospital and was improving. The patient was recovering from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up it was reported that the patient experienced abdominal pain as a result of the peritonitis and was treated with vancomycin, zosyn and levaquin. The patient also experienced severe sepsis secondary to the peritonitis. The patient was recovering from the events. Should additional relevant information become available, a follow-up report will be submitted.